Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system aspiration pump max 220v (pump max). During the procedure, the pump max suddenly stopped working. The physician restarted the pump max by disconnecting and reconnecting the penumbra aspiration tubing (tubing) from the pump max and then switching the pump max back on. After switching the pump max back on, the physician noticed that it was not producing vacuum. Therefore, the pump max was restarted again and started working fine. It was also reported that the motor within the pump max was shaking more than usual as if it was loosened from its mount. However, the procedure was completed using the same pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pump was plugged in and powered on. The pump generated vacuum. Conclusion: evaluation of the returned device revealed that the pump max was functional. The pump max was plugged in and powered on and generated vacuum. The pump max housing was removed, and the vacuum pump max was opened by penumbra investigators. It was observed that the piston crown in the outlet cylinder was corroded. The observed corrosion likely caused the piston to seize inside the cylinder, causing the pump max to fail to generate vacuum. It is likely that the seized piston became freed up during transit to penumbra. Furthermore, the sound heard during the functional analysis was normal. The pump max housing was opened and the pump was secured to the base plate. Therefore, the complaint regarding the pump shaking could not be confirmed. All pump maxs are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.